Event description:
New information received noted that the right atrial lead exhibited low pacing impedance. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise with increasing frequency, starting in (B)(6) 2020. The patient experienced increased shortness of breath since around that time. Programming changes were made; further intervention was discussed. The patient was in stable condition.